Event description:
It was observed that during the device evaluation, the subject device exhibited foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the foreign material remained in the device could not be identified. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.